Event description:
It was reported that the implantable cardioverter-defibrillator (ICD) exhibited automatic mode switch due to far-r oversensing. The patient did not receive inappropriate therapy or pacing inhibition. Programming changes were made. The patient was stable.